Event description:
It was reported that the ilet pump displayed alerts consistent with insulin delivery issues, described by the user as alert 35 or 38, leading the user to disconnect from the ilet and revert to multiple daily injections; after a device restart and replacement of supplies, the user successfully reconnected and the issue resolved. Symptoms included elevated blood glucose after switching to injections, while glucose was reported in range during the alert period. Outcomes included no reported hospitalization and no long-term sequelae. Investigation included remote troubleshooting guidance and post-event follow-up, with user-performed restart and supply replacement. Investigation of this case revealed that the device resumed normal function after restart and consumable replacement, consistent with transient occlusion or consecutive stalled motor behavior related to insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a transient, user-correctable issue not reproducible after restart and new supplies.